Event description:
The hosp reported that approx two weeks post-op after a vein harvesting procedeure, a pt was readmitted to the hosp with an infection on the leg, from ankle to mid calf. The culture tests indicated that the infection was due to staph, pseudomonas and proteus mirabilis microorganisms. The pt was put on antibiotic medication. No other pt complications were reported. The pt was reported to be doing fine. This report is filed because antibiotic medication was administered to the pt due to the infection.